Event description:
The manufacturer received information alleging a ventilator was alarming and not cycling. The patient was placed on another device without incident. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator that allegedly was alarming and not cycling. The manufacturer requested the device to be returned for evaluation. The device was lost by fedex in transit to the manufacturer and is no longer available for evaluation.